Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wash their hands during pd therapy. The patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection lupinem, 250 mg, three bags a day; cifran, 250 mg, tablet (frequency not reported) and flucon, (fluconazole) 150 mg, tablet (frequency not reported). It was not reported if pd therapy was ongoing. The patient was retrained on proper aseptic technique and was discharged from the hospital five days after admission. One day after discharge, antibiotic treatment was discontinued and the patient was recovered from the event. No additional information is available.